Event description:
The physician's office reported that eight (8) pts underwent circumferential body lifts. Postoperatively, the pts experienced suture spitting, infection and wound dehiscence. The pts were placed on antibiotics but no culture and sensitivities were performed. Seven (7) of the pts required add'l procedures for scar revision.

Manufacturer narrative:
A second quill srs product was also reported. The product info is as follows: model/catalog #: ra-1033qms. Lot #: m215080. Expiration date: 8/31/2009. Device MFR date: 8/2007. All other info recorded on the form is applicable to both products. The device was not returned for eval. (B) (4). Ra-1005q: 2t8-2-pdo 14x14. Ra-1033qms: 2t8 #2 pdo 24x24.